Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 50 mg/ml morphine at 8 mg/day via an implantable pump for non-malignant pain. It was reported that the catheter was occluded. The issue was diagnosed by a dye study on (B)(6) 2017 as the hcp was unable to aspirate the catheter or push saline into the catheter. No specific symptoms were reported, however it was stated the patient was not getting the same relief since an unknown date. The cause of the catheter occlusion was not yet known, and the device issue was not yet known.; the patient was going to see a patient as soon as possible. The pump was put on minimum rate and the hcp was managing the patient with oral medication. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's weight was provided.